Event description:
The information received indicates the bed will not go into the reverse trendelenburg position.

Manufacturer narrative:
The technician adjusted the reverse trendelenburg limit switches to repair the bed.